Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas touchscreen did not register touches at the top of the display, which prevented navigation from the about screen and impeded insulin delivery attempts; the user switched to multiple daily injections to manage blood glucose and a replacement device was issued and delivered. Symptoms included a nonresponsive touchscreen without physiological symptoms. Outcomes included no hypoglycemia, no hyperglycemia, no injury, and no medical intervention beyond routine office evaluation. Investigation included remote troubleshooting that verified the device was on current firmware, confirmed cleaning and dry conditions, and assessed touch response with different fingers; a replacement was provided and the original device return was requested for assessment. Investigation of this case revealed a likely touchscreen hardware malfunction affecting the display input area, consistent with a device component failure of the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the touchscreen unrelated to software or user handling as described.